Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in a procedure performed on (B)(6) 2021. It was reported that during the incision, "the knife was cut off". The procedure was completed with a different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.